Event description:
Eea stapler used for gastric bypass anastomosis did not properly staple 360 degrees. On gross inspection of the anastomosis there was a large hole without evidence of staples having been fired for 1/3 of the circumference. No evidence of the device breaking or coming apart in the patient, a second device was obtained and a repeat anastomosis was performed.